Event description:
It was reported that "femoral and tibial components were loose and so revised. All cultures negative".

Manufacturer narrative:
Device not returned. Pt kept implants so, no eval will be performed. Should device become available with additional info, a supplemental report will be issued.